Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit gives electrical test fail code #52 and maintenance code #1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, e1(reporter name, email), g3, g6, h10, h11. Corrected sections: b5, b6, b7, d4, d10, h6(health clinical and impact codes).

Event description:
It was reported that, before use, the cs300 intra-aortic balloon pump (iabp) unit gives electrical test fail code #52 and maintenance code #1. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code - 55000), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d682-00-0076-01 pressure transducer, absolute. Fse then performed functional and safety checks and released the unit to customer for clinical use.